Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: concerns over health. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor textured gel implants placed had them removed over health concerns. There were no diagnoses or symptoms noted, however, the patient was concerned. She replaced them with (B)(6) implants on (B)(6) 2020. See 1645337-2020-07545 for contralateral prosthesis report.

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously submitted the incorrect value in h5 with the initial report submitted on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).